Manufacturer narrative:
(B)(4). The ez-io driver was returned for evaluation. The driver was visually inspected and no physical damage was observed. When the trigger was pressed, the red led flashed, indicating the driver was near its end of life. The driver was then subjected to a simulated saw bone insertion. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The eeprom data was analyzed which found that the driver had passed the charge count threshold to turn the led red. The cycle count data was reviewed which also showed that the driver trigger was pressed an additional 5 times (two during the investigation) after the led turned red. A review of the certificate of conformance (c of c) found that the driver passed all release criteria. This device was manufactured in 09/2012. The investigation found that the driver functioned properly with no abnormalities or defects. The complaint that the driver powered off during use was confirmed. The driver powered off due to battery depletion and the root cause is operational context. Other remarks: the ez-io driver IFU states "ez-io power driver led will blink red when the trigger is activated and has only 10% of battery life remaining. Purchase and replace the ez-io power driver when the red led begins blinking."

Event description:
The customer alleges that the ez-io drill would not turn once it hits the bone. The green light was on during insertion of the 25mm needle into the left proximal tibia. A paramedic stated that the cause of death was not related to the malfunction of the device.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the ez-io drill would not turn once it hits the bone. The green light was on during insertion of the 25mm needle into the left proximal tibia. A paramedic stated that the cause of death was not related to the malfunction of the device.